Event description:
The manufacturer received information in relation to a simplygo device with a customer allegation of device not working. There was no report of patient harm or injury. There was no report of medical intervention. The device was returned to the third-party service center for evaluation. During the evaluation of the device, the service technician observed that the pca was burnt, and it needed to be changed. The device will be sent to pil for further investigation. Should additional relevant information become available, a supplemental report will be submitted.